Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon also provided medical records which indicated that: at two weeks postoperatively, the pt reported double vision; and at one month postoperatively, the pt reported he had "trouble seeing" and felt like there was sand in eye. The records also indicated the pt was treated with medication and a lens exchange is scheduled. In a follow-up, an office personnel confirmed that the lens was exchanged and the pt is "doing fine" postoperatively. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 08/25/2011 and 09/20/2011 by phone, fax, and mail. Medical records were received on 08/22/2011. Add'l info was received by phone on 09/20/2011. A completed questionnaire has not been received. (B)(4).